Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient was urgently admitted to the hospital on (B)(6) 2025 with a diagnosis of intestinal obstruction. The peg had migrated to the jejunum which was 80% necrotic and required surgical removal of the peg system. Therapy was interrupted. No further details available.